Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one swg in its advancer, and arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. The guide wire had a slight bend on its body. No obvious signs of use were observed on the returned components. The distal j-bend was slightly misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The bend measured approximately 478mm from the proximal tip of the guide wire. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.793mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/18ga introducer needle assembly, and it was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire (refer to figure 3a). Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one bend on the guide wire, and a slightly misshapen distal j-bend. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician found out that the guidewire was bent during the procedure. A new kit was used to complete the procedure. The patient was fine and had no harm.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The physician found out that the guidewire was bent during the procedure. A new kit was used to complete the procedure. The patient was fine and had no harm.